Event description:
The customer reported that the system displayed degraded snowy image quality on the monitors. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The camera and the video processor printed circuit board were reseated. The tube was worked on. The system was tested and found to be working as intended and put back into service.